Event description:
The user reported that during surgery and for about 20 minutes, the touch screen became unresponsive in a way that parameters could not be changed and alarms could not be silenced. As delivery of ventilation and anesthesia was not affected, the attending clinician decided to continue the surgery without implementing any clinical actions and after the 20 minutes the device was found to be working normally as expected and specified. The surgery was completed without any mitigation and no adverse impact to the pt was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.